Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in its original jar fully submerged in clear unknown solution. The valve was discolored showing evidence of blood contact. All leaflets were in a closed position with a gap between the free margins of leaflet 1 (l1) and leaflet 3 (l3). All leaflets were flexible with signs of creases. All commissures were intact. The valve skirt was received in a partially compressed state; creases and frame imprints were noted on the tissue of the outer wrap. The valve was submerged in warm saline. A validated production inspection fixture, evolutr frame fixture 29mm, was used to verify the frame size diameter. The inflow crowns appear to touch the inner diameter black limits. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The media file shows evidence that the valve did not appear to be aligned at the annulus, possibly because the delivery catheter system (dcs) was biased towards the outer curve. However, the quality of the media file is very poor, and it is difficult to make an accurate assessment. It was reported that the valve was removed and reloaded resulting in similar issues and further attempts were aborted and a non-medtronic valve was subsequently implanted. As stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during attempted implant of this transcatheter bioprosthetic valve, the valve was not fix in the annulus due to dislodging above the annulus. The valve and delivery catheter system (dcs) were withdrawn because of an impression of a loading problem as the loader was not experienced. When the same valve was loaded again, the same issue occurred and it was determined that the loading was good. The physician questioned if the valve size was 26 mm, and not the expected size of a 29 mm valve. The valve diameter was measured with a caliper and it appeared to measure the size of a 26 mm valve. A non-medtronic (edwards) 26 mm valve was implanted. No adverse patient effects were reported. Additional information was received that the valve was recaptured three times prior to reloading, then once after reloading. A non-medtronic (safari) guidewire was used for the procedure.

Manufacturer narrative:
Other medical products in use during the event include: product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-29, serial#: (B)(6) ubd: 02-jan-2026, UDI#: (B)(4). Other medical products in use during the event include: product ID l-evprop23-29 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during attempted implant of this transcatheter bioprosthetic valve, the valve was not fix in the annulus due to dislodging above the annulus. The valve and delivery catheter system (dcs) were withdrawn because of an impression of a loading problem as the loader was not experienced. When the same valve was loaded again, the same issue occurred and it was determined that the loading was good. The physician questioned if the valve size was 26 mm, and not the expected size of a 29 mm valve. The valve diameter was measured with a caliper and it appeared to measure the size of a 26 mm valve. A non-medtronic (edwards) 26 mm valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.